Manufacturer narrative:
(B)(4). Persona femoral cr: catalog#: 42-5026-064-02 lot#: 62830391; persona all poly patella: catalog#: 42-5400-000-32 lot#: 62816540; persona tibial stem: catalog#: 42-5320-071-02 lot#: 63078072; persona articular surface: catalog#: 42-5220-005-11 lot#: 62559453. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03482; 0002648920-2018-00517; 0001822565-2018-03483. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Maude: mw5072178.

Event description:
It was reported that patient experienced superficial infection and possibly a chronic infection of the knee due to elevated inflammatory markers. It is unknown when the infection occurred or if any previous treatment was given.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with medical records received. Revision operative notes provided state that the surgeon indicates that the patient had superficial infection in his knee in previous post operative course. There was some concern that the patient might have subclinical infection which may be causing the chronic pain. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Mw5070268-3 if any information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the physician stated there was no evidence of infection. However, the patient is reaching out to get a second opinion.